Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
The patient's representative reported that the patient underwent an MRI and ultrasound which showed device rupture as well as "bottoming out" of the devices. Histology did not show any evidence of malignancy in examined capsules. This record relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Migration: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
The patient reported left side ¿hot feeling¿ and ¿tingling etc.¿, and ¿red particles on the surface of the shell¿. The device has been explanted, replaced, and discarded.